Event description:
It was reported in the journal of vascular and interventional radiology a case where coil (subject device) migration into the right hepatic artery occurred. In one case, the coil was snared and retrieved from the hepatic artery. It is unclear if this coil was the subject device. No additional information is available.

Manufacturer narrative:
Event date: the exact date of the event is unknown as it was from a retrospective review from patients enrolled from (B)(6) 2009 to (B)(6) 2011. The subject device was not returned.

Event description:
It was reported in the journal of vascular and interventional radiology a case where coil (subject device) migration into the right hepatic artery occurred. In one case, the coil was snared and retrieved from the hepatic artery. It is unclear if this coil was the subject device. No additional information is available.

Manufacturer narrative:
The subject device was not returned; therefore, an analysis could not be performed. The device history record could not be reviewed because the lot number remains unknown. Because the reported event is a known physiological effect of the procedure noted with the directions for use and/or device labeling, a cause of anticipated procedural complication was assigned to this event.